Event description:
An asymptomatic patient returned for a routine filter removal. Pre-removal films show an inact filter. The doctor docked the removal cone with the filter. Upon retraction, the removal cone separated from the filter. The doctor re-docked and successfully removed the filter. Upon releasing the filter outside the patient, he noted that two of the arms were missing. The doctor located the arms. One arm was in each of the patient's lungs. No attempt was made to remove the arms from the lungs. The patient is reported as fine.